Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had a surgery (unrelated to the device/therapy) towards the end of (B)(6) 2018. The patient reported they thought the surgery messed their ins up because they never turned it off and a week or so after surgery the ins had not been working at all. The patient reported the ins was then replaced in (B)(6) 2018. The patient noted the health care physician (hcp) mentioned that they had been close to needing the ins replaced anyway. The patient mentioned they had surgery on the 26th of this coming month (unrelated to the device/therapy) and they wanted to know if the ins should be turned off or on? It was reviewed with the patient that their hcp could call into technical services to review this information. There were no further complications reported.